Manufacturer narrative:
The customer reported a complaint that the autopulse platform sn(B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and archive data review. The root cause of the reported complaint was a defective load cell. The archive data indicated several (ua) 07 errors around the reported event date, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus confirming the customer's reported complaint. Load cell characterization test results confirmed that load cell module 2 exceeds normal parameters. The load cell module was replaced to address the reported complaint. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with the good known test battery without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with sn (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). No patient involvement.